Event description:
Special order supply. Reprocessed disposable instrument. After being plugged in and recognized by the cautery machine (ft10); instrument did not activate on surgeon end. Instrument replaced with another reprocessed instrument same model without issue.